Event description:
It was reported that the customer was admitted to a hosp for high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. It was found that the time was one hr off; it was not adjusted for fall time change. The nurse stated that the customer did not report any alarms. The reservoir door was open and a visual examination shows maybe 20 units remain. Assisted the nurse in programming a change in the basal rate 1u to 0.6u. Advised the two high bgs rule to the nurse. The contact stated that the customer did not do any manual injection attempting to correct high bgs prior to admission to hosp.